Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected error test, displacement test and basic occlusion test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 457 mg/dl. While at a baseball game, she went to a first aid office and was given three separate insulin injections. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.